Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that she was sleeping during the night, when she woke up and found the infusion set's tubing hanging from her body as it had split from the connection part of the infusion set. The connection part was still attached as usual to the cannula site. Her blood glucose was reported to be 3-4 mmol/l and nothing serious happened. This issue occurred with two infusion sets from the same lot. No further information available.